Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph node" and "I have not been well."

Event description:
Patient reported "swollen lymph node". Patient additionally reported "I have not been well" and "memory loss"; this event is not related to the device. Device has been explanted. This record is for the left side. Manufacturer of device is unknown.